Event description:
After a product demo involving the treatment of leg telangectasia, two of eight individuals reported blistering in the spots treated.

Manufacturer narrative:
A definitive cause can not be established, but some degree of tanning (a known risk factor) on both individuals is believed to be the most likely factor. The laser was returned for evaluation. The system's performance was checked. No factors contributing to the incident were found.